Event description:
Consumer complaint of blood result reading of "hi." Customer is feeling fine. Expected range after eating is unknown, her fasting range is 318 mg/dl and before meals is unknown. Verified the test strips expire 09/24/2017 and were first opened a week ago. Customer stores the strips in the bedroom. Ran back to back blood tests 517 mg/dl and 551 mg/dl. Last 5 results are: 581 mg/dl on (B)(6) at 9:23pm; hi on (B)(6) at 7:22pm; 419 mg/dl on (B)(6) at 1:04pm; 504 mg/dl at (B)(6) at 7:05pm; 380 mg/dl on (B)(6) at 11:26am.

Manufacturer narrative:
Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).